Event description:
It was reported that the m94 power wheel chair brake lever on left will allow chair to drive halfway engaged, but not fully engaged. Giving intermittent motor and brake faults on that side.